Event description:
It was reported that the senior registrar, described as an experienced peripherally inserted central catheter (PICC) inserter, gained venous access with the needle, aspirated blood, then inserted the spring wire guide (swg). Resistance was met, so the wire was pulled back. Resistance was again met and as a result, both the needle and the swg were removed. Upon removal, the swg was found unraveled, and an x-ray revealed a fragment of the wire was lodged in the pt's subcutaneous tissue. The insertion of the PICC was abandoned, a peripheral IV was placed, x-rays were taken, and the wire was removed from the pt's tissue.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.